Event description:
Minute portion of ultravac 90 with integrated cable wand was noted to be missing from the head of the wand following an arthroscopy of the shoulder. Unsure if this piece was missing prior to the equipment being used. Catalog number ref: asc5000-01 lot number: jg27290-a. Dates of use: (B) (6) 2010. Diagnosis or reason for use: arthroscopic surgery of shoulder.